Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2014; 5076-45 lead, date of implant (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high/undefined rv defibrillation coil and rv tip to rv coil impedances and that the lead was suspected to be fractured. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.